Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead; 2187-85 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient had ventricular sensing episodes showing evidence of undersensing on the right atrial (ra) lead. The device sees the subsequent ventricular event as a premature ventricular contraction and patient consequently loses cardiac resynchronization therapy during the times of ventricular sensing. The p waves were also low and variable. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.